Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was attached to the system monitor, had a low flow alarm and the system monitor shut off completely. The alarm had stopped just prior to the monitor shutting off and no alarms came from the system monitor itself. The patient was then attached to the heartmate touch (hmt) and the patients 'numbers looked okay'. A short time later a nurse was in the room administering medication and the hmt was displaying 'session disconnected' so the patient was disconnected from that hmt and placed on another hmt which has no issues. No equipment was returning, and additional troubleshooting was planned but not yet performed. The staff was unaware that the hmt needed to be connected using the blue tooth adapter and they were reeducated. The ventricular assist device (vad) coordinator noted that there was no connection issue with the hmt. No files would be sent.

Manufacturer narrative:
Section d4, model number, catalog number: corrected. Section g4, PMA/510(k) #: corrected. Section h5: corrected. Section h8: corrected. Manufacturer's investigation conclusion: the reported event of a low flow alarm and the system monitor shut off completely was not able to be determined. The system monitor was not returned for evaluation and there were no log files provided for review. A specific cause for the reported event could not be determined through this evaluation. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08may2024. Multiple attempts were made to obtain additional information from the customer regarding the event; however, the system monitor serial number was not provided. Heartmate 3 instruction for use (IFU), rev c, under section 4 ¿system monitor¿ explains how the system monitor works, how to set up and use it. This section contains some troubleshooting steps of the system monitor screen remains black or if ¿not receiving data¿ flashes on the screen. According to this section, if the system monitor still does not work, please contact abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.